Manufacturer narrative:
The patient is a male with relevant medical history of chronic respiratory failure, copd, bronchiectasis, rul mass, chf, and htn. The patient recovered and returned home. The device was replaced, and the patient has resumed therapy with no further complication observed. A device trainer will visit the patient to provide education on how to correctly switch between devices. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the battery does not recharge, place the patient on an alternate means of ventilation (if necessary) and contact your breathe technologies® service representative. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the patient¿s oxygen saturation level was noted to be clinically below normal range (57%), the patient required hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, concluding that a serious injury occurred. Additionally, based on the information provided, it is reasonable to conclude that the reported oxygen desaturation episode was due to use error/misuse of the device, and unlikely caused by the device itself, as the patient switched off the device while it was still functioning (1-2 bars left), while he had no immediate access to his alternate means of ventilation as it was in another room. Prevention of this type of event is outlined in the device IFU as mentioned above. The device was replaced, the patient resumed therapy with no further complications, and will receive further education from a device trainer.

Event description:
It was reported that the patient required hospitalization following ems arrival due to low oxygen saturation (57%) caused by long transition time from when the patient switched off the life2000 device and when he was placed on his alternative mean of oxygen support via nasal cannula. The patient stated the device's dongle detached from the life2000 ventilator, and he was unable to charge the ventilator. The battery was becoming depleted, the battery bars decreased in number (1-2). Patient stated the life2000 device was working but slowly decreasing battery, so he turned it off, no alarms were noted, then he had difficulties swapping to his alternative mean of oxygen support, as his wife was in the toilet at the time of the event. This report was filed in our complaint handling system as complaint #(B)(4).